Manufacturer narrative:
The site declined to provide patient information, per (B)(4) privacy laws. On 10/05/2015, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. At an inspection visit, recognition did not flash (reproducibility was not confirmed). Although the camera did not catch anything, camera status showed recognition of frame. The scu will be replaced. Return requested. Replacement polaris spectra system control unit (scu) kit shipped to site 10/06/2015. No parts have been received by manufacturer for analysis. On 10/28/2015, a medtronic representative, following-up at the site, reported an incision had not been made on the patient when navigation was abandoned. No further issues have been reported.

Event description:
A medtronic representative received a report that, while in a cranial procedure, the site's navigation system experienced intermittent tracking. As recognition of the active frame and the active probe did flash, re-starting the navigation system did not resolve this issue, this was attempted 3 times. There was no issue with the passive instrument. The surgeon opted to complete the procedure without the use of the navigation system or the imaging system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
Suspect system control unit (scu) evaluated. Manufacture date nov 2011. The scu was received poorly packaged in a large box with other large and small items. The scu had no apparent damage in shipping. At power up the scu had communication with the psu with no issues. A check of the event log did not reveal any adverse events. The test setup was allowed to run continuously overnight. There were no failures in communication or any other adverse events. No problem found.